Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing would not prime for amiodarone infusion for a patient in atrial fibrillation. It was noted that 4 sets of tubing and 2 bags were attempted before the medication was able to prime. Because of the event, it took 45 minutes to start the medication. Although requested, additional information was not provided.